Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
"It was reported that a patient had a glenoid component loosening, as x-rays of right shoulder revealed inclination of the baseplate and shows graft resorption, 4 years after primary surgery. (Further to previous total shoulder arthroplasty with bio-rsa bone grafting on (B)(6) 2015). Subject ID: (B)(6)"

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.